Manufacturer narrative:
The technician found the brake hex rod was broken. The technician replaced the hex rod to resolve the issue.

Event description:
Technician alleged that one brake caster will remain in neutral while the other brake casters are in brake mode, brake not holding. No patient impact.